Event description:
It was reported that on (b)(6) 2026, a 25 mm Navitor Vision Valve was selected for implant using a Small Navitor Loading System and a Small FlexNav Delivery System. The patient's relevant medical history included severe aortic stenosis and fascicular block. Preprocedural, the patient was noted to be in fascicular block. The membranous septum length was reported as greater than 3 mm. No calcification extending beneath the aortic annular plane into the interventricular septum was reported. During the procedure, prior to insertion of the FlexNav Delivery System, the patient went into complete heart block following pre-balloon aortic valvuloplasty (pre-BAV) using a 22 mm non-Abbott balloon. It was reported that pre-BAV was performed with a balloon diameter not exceeding the perimeter-derived diameter of the native aortic annulus. The patient experienced runs of ventricular tachycardia (VT), which resolved when wire placement was adequate. While in the Cusp Overlap View (COV), the inflow edge of the constrained valve was within the capsule positioned at the base of the aortic annulus, and the pigtail was confirmed to be at the bottom of the non-coronary cusp (NCC). The valve was successfully implanted with a final implant depth of 3 mm on the NCC side and 3 mm on the left coronary cusp (LCC) side. The patient left the catheterization laboratory with the temporary pacemaker in place. Subsequently, a permanent pacemaker was implanted to resolve the event. The healthcare professional stated that they did not believe the patient experienced adverse health consequences due to the performance of the product, noting that the patient had a preprocedural fascicular block and therefore had a very high likelihood of requiring a pacemaker. No clinically significant delay was reported. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.